Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event which resulted in pd catheter removal and transition to temporary hemodialysis. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of mixed gram-positive flora (bacteria unknown) which are often organisms that are found on human skin. The patient had a history of staphylococcus aureus peritonitis (gram positive flora) in oct/2020 and corynebacterium (gram -positive flora) peritonitis in nov/2020 which is risk factor for pd catheter infection and repeat peritonitis events. Infection of the pd catheter is known to cause repeat/recurring episodes of peritonitis. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange and pd catheter (not a fresenius product) infection, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and was put on temporary hemodialysis (hd). Upon follow up, the patient¿s pd nurse stated the patient was hospitalized for complaints of chest pain and cough related to ongoing upper respiratory infection/costochondritis not related to pd therapy. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2020) which yielded growth of mixed gram-positive flora (bacteria unknown). Per the nurse, the patient was started on antibiotic therapy with vancomycin (details unknown). Additionally, on (B)(6) 2020, the patient had the pd catheter (not a fresenius product) removed. The patient was subsequently transitioned to hemodialysis during this hospitalization. On (B)(6) 2020, the patient was discharged from the hospital continuing outpatient hemodialysis. The patient is recovering from the event, according to the nurse. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange and pd catheter infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h6 conclusion code incorrect in follow up 1.